Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, while dissecting the round ligament and mobilizing the ut erus, the bipolar fenestrated grasper (bfg) gave instrument error four times and eventually broke. The bfg was removed following the broken instrument protocol, and a white piece from the jaws of the instrument fell into the patient¿s cavity, which was retrieved with a laparoscopic instrument under direct vision. The team then replaced the instrument with a new bfg to resolve the issue. There was no patient injury.

Manufacturer narrative:
H2) additional information: h10 h3) device evaluation: medtronic led an evaluation of the associated device logs and provided images for the reported bipolar fenestrated grasper. The bipolar fenestrated grasper sample was not made available for this incident. Two images were received for evaluation. One image depicted a bipolar fenestrated grasper where part of the pulley is broken and seen beside the instrument. The cable puck has also come out. One image depicted the adaptor of a bipolar fenestrated grasper showing the reference identification and serial number that matched what was reported. Evaluation of the logs indicated that an error code for 'linked to motor position limits' was triggered, which can occur as an after effect of a pulley break. The error code reports an error message stating, "danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume.". The use life of the bipolar fenestrated grasper was five hundred and eleven minutes with a use count of eight at the time of the error. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, while dissecting the round ligament and mobilizing the ut erus, the bipolar fenestrated grasper (bfg) gave instrument error four times and eventually broke. The bfg was removed following the broken instrument protocol, and a white piece from the jaws of the instrument fell into the patient¿s cavity, which was retrieved with a laparoscopic instrument under direct vision. The team then replaced the instrument with a new bfg to resolve the issue. There was no patient injury.